Event description:
It was reported that when stimulation is turned on, the pt experiences a shocking or jolting sensation.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.